Event description:
It was reported that there was no suction. An angiojet solent omni was selected for thrombectomy procedure for approximately 250ml. The angiojet solent omni catheter was used to suction approximately 250ml. Afterwards, a power pulse was performed for another 100ml and then waited for 15 minutes. The catheter was reprimed and attempted to be used again. However, it lost aspiration. The catheter was primed once more, but a strange noise came from the suction bulb, and no fluid was flowing into the bag. A new angiojet solent omni catheter was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that there was no suction. An angiojet solent omni was selected for thrombectomy procedure for approximately 250ml. The angiojet solent omni catheter was used to suction approximately 250ml. Afterwards, a power pulse was performed for another 100ml and then waited for 15 minutes. The catheter was reprimed and attempted to be used again. However, it lost aspiration. The catheter was primed once more, but a strange noise came from the suction bulb, and no fluid was flowing into the bag. A new angiojet solent omni catheter was used to complete the procedure. There were no patient complications as a result of this event. It was further reported that no error message came up when the issue occurred and the system continue to pump or infuse saline.